Event description:
Senseonics was made aware of an incident where the patient developed infection at insertion site. There was a formation of pus as result of infection. The patient visited doctor who decided to remove sensor.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The patient visited the healthcare facility and the doctor decided to explant the sensor. Prior to visiting the healthcare facility the patient disinfected the wound on a regular basis and didn't cover the wound in order for promoting the healing process.